Event description:
It was reported that a trained physician attempted an arteriotomy closure of the right common femoral using the starclose device after a diagnostic procedure. The device became stuck. The physician was able to remove the device by "cycling and pulling" it out. Hemostasis was achieved after 5 minutes of compression. No pt injury or effects were reported. No add'l info available.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not product any findings relevant to this report.